Event description:
It was reported that during a contralateral approach to place a stent graft in the sfa for an aneurysm, the outer catheter broke and the spring was showing. The doctor used an 8 f sheath, and a guide wire for the procedure. The doctor met resistance as he was advancing the catheter, when it broke. The break was approx 4 cm from the y-adaptor. The system had been flushed prior to use. There was no loss of access and there was no injury to the pt. The system was removed and the procedure was completed with another device without difficulty.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspections of this product and the product was found to have met all specifications prior to shipment. This complaint is inconclusive as no sample was returned for investigation and an evaluation could not be performed. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The info for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.